Manufacturer narrative:
The field service engineer (fse) contacted the customer by phone to troubleshoot the issue. There was no examination of the system by a manufacturer representative. No specific root cause was determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 600 synchron system after the automated weekly flowcell maintenance procedure is performed. The results were reported out of the laboratory. The customer then recalibrated the system and ran quality controls. The results are within the laboratory specifications. The customer then retested the samples and issued corrected reports. It is not known if there were any changes to the care or treatment of the pt. There were no reports of any injury or medical intervention to prevent or preclude serious injury.